Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Sample 1's initial result was 160 mmol/l, and the repeat result was 141 mmol/l. Sample 2's initial result was 150 mmol/l, and the repeat result was 139 mmol/l. Sample 3's initial result was 138.5 mmol/l, and the repeat result was 133.2 mmol/l. Sample 4's initial result was 150.8 mmol/l, and the repeat results were 139.4 mmol/l and 141.6 mmol/l. Sample 5's initial result was 155.4 mmol/l, and the repeat result was 137 mmol/l. Sample 6's initial result was 140.8 mmol/l, and the repeat result was 135.2 mmol/l. Sample 7's initial result was 145.8 mmol/l, and the repeat result was 137.2 mmol/l. Sample 8's initial result was 136.7 mmol/l, and the repeat result was 131 mmol/l. Sample 9's initial result was 149.8 mmol/l, and the repeat result was 138 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) replaced the sipper and the dilution cup and performed ion-selective electrode (ise) checks. The customer had another issue, and the investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) rechecked and cleaned the dilution vessel, removed the cover table assembly, and found heavy leakage underneath. Found that a tube had ruptured. The customer reported that they were still experiencing issues. The fse cleaned the dilution vessel, the sipper, and the vacuum nozzles, and checked the vacuum chamber. They repeated the ion-selective electrode (ise) check, which was non-conclusive. The fse replaced the sipper nozzle and the dilution cup, and performed ise checks. The customer performed the calibration and qc. A week later, the customer confirmed that the analyzer was working correctly. The investigation determined that the issue was consistent with issues with sample quality, consistent with a clogged sipper nozzle. The investigation determined that the service action resolved the issue.